Event description:
Device 1 of 2. Reference MFR report #1627487-2011-00323. It was reported the pt's (B)(6) lead was replaced due to a fracture caused by the anchor. Prior to the procedure, the pt reportedly experienced an intermittent loss of stimulation which progressed to a total loss of therapy. No further complications have been reported following the surgical intervention.

Manufacturer narrative:
Evaluation results: the complaint about "lead/broken fractured" was confirmed. The returned lead had a kink where some of the wires were broken 14 cm distal to the stim end. A cam impression was also observed 3.5cm distal to the kink. When a standard swift lock anchor was aligned to the cam impression, the location of the broken wires corresponded to the distal end of the anchor. The damage observed is consistent with overstress the lead was subjected to at the distal end of the swift-lock anchor while it was implanted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.